Manufacturer narrative:
Eval completed. One opened (B)(6) pack from lot v3459 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle did not move. The cutter dose aspirate but it does not cut. The cutter is not performing as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported a cutting problem with the vitrectomy cutter. They opened a new pack from the same lot and completed the surgery with no pt injury.